Event description:
It is reported that during an orthopedic procedure on (B)(6) 2012, the battery casing fell off the small battery drive. There were no delays in the procedure that was reported and no additional information was provided at this time. This report is for a small battery drive casing for 12v battery. This is 1 of 2 reports for compliant (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-01419.